Manufacturer narrative:
We have not received the catheter for investigation since it was discarded by the user. Hence, we could not conclusively determine the root cause of the reported incident. During our follow-up investigation, we were informed by the surgeon that the balloon was used to remove a thromboembolism. The catheter was used in a non-calcified vessel as it was used to remove a clot due to an acute ischemia. The catheter ruptured during a trans-popliteal retrograde thrombectomy. The balloon of the tuftex embolectomy catheter ruptured during the forth pass. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. There was no harm to the patient because of this malfunction.

Event description:
During a thrombectomy procedure, the balloon of the tuftex embolectomy catheter ruptured when the surgeon attempted to remove the thrombus from the patient's vessel. The balloon ruptured in his 4th pass. The surgeon failed his first three attempts to remove the thrombus from the patient's vessel. There was no harm to the patient because of this malfunction.